Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was motor not running error in the event history log (ehl). Multiple flow and occlusion tests were performed. The customer reported product problem was not replicated during testing. The customer reported product problem was verified on the basis of the ehl. The problem source of the reported product problem was unknown. A root cause was not established. The worm coupling and gear on the pump were replaced as a preventive measure.

Event description:
It was reported that the motor was not running on the medfusion pump. No patient injury or complications were reported in relation to this event.